Event description:
A malfunction on the pump was reported by the caller. The customer's blood glucose level exceeded a healthy range, but the specific value was not provided, with the display only reading "high." To address the elevated blood glucose, the customer administered a corrective injection using multiple daily injections. The customer did not require incapacitation assistance and received routine support from a third party. Technical support provided instructions on resetting the pump and assisted the caller in executing the reset. After resetting, the malfunction code did not recur, and the customer was instructed to continue using the pump and to contact technical support if the issue reappears.